Event description:
Pt was seen on 12/30/96 for a scheduled follow-up visit and the device was successfully interrogated showing the expected parameter settings, but telemetry was difficult during attempted retrieval of real-time and stored electrograms. In addition, after attempting to perform real-time measurements, communication could not be reestablished until the device was reset via block mode programming. Pt was admitted to hosp and on 12/31/96 the communication difficulties remained and the pt was taken to ep lab for an induction study. Device was programmed to its original settings and while monitored by the programmer appropriately induced the pt into ventricular fibrillation, detected the tachyarrhythmia and converted the pt back to sinus rhythm with the first shock. Upon interrogation, however, device was found to have been reset. Pt was then scheduled for a device replacement and remained hospitalized. On 1/3/97 pt died of ventricular fibrillation cardiac arrest. Post mortem interrogation of device indicated a device parameter error had occurred and electrograms showed device to be in a rapid pacing state.

Manufacturer narrative:
F2. User facility had reported its first MDR without including the hcfa no. The crystal oscillator of this device had failed resulting in a low crystal voltage amplitude that caused the poor telemetry, co has observed through tests that slowly decreasing crystal oscillator signal amplitude can alter the microprocessor clock signal causing a device reset and a device parameter error. The device parameter error in this case resulted in rapid pacing.